Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges leakage when he took off the adapter and saw leakage at the cartridge connection with the adapter and transfer set; no insulin in the cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation.